Manufacturer narrative:
The instrument was returned and evaluated. The instrument was sterilized prior to failure analysis therefore the customer claim could not be confirmed. The instrument was disassembled and the silicone seal attached to the inside surface of the proximal clevis was present and not damaged, however, the seal has eight holes, two for the conductor wires and six for the pitch, grip, and roll cables. Due to a broken pitch cable, the pitch cable hole was vacant. It is likely the instrument cable broke and liquid was able to enter through the pitch cable hole. A horizontal position of the instrument also likely caused liquid to run down the main tube giving the appearance of liquid coming out the emergency release port. An additional observation not reported was the pitch down cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy, blood was leaking out of the hole for the emergency release where the allen wrench goes in. Pneumo issue, air was probably also leaking. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.